Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-15560. The pt underwent a procedure for a trial scs system on 01/01/2014 and approx 6 days later, the pt experienced pain and went to the emergency room. It was determined the pt had an abscess. The location of the abscess was not provided and it is unk if cultures were taken. The pt was placed on IV antibiotics and the abscess has since resolved.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.